Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a pump set. The customer reports that the tubes did not seem to fit together well. The tubes (where the two different tubes connect) became disconnected without anyone noticing and almost the entire bag of breast milk pumped into the patients bed.

Manufacturer narrative:
Submit date: 6/28/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.